Manufacturer narrative:
On 26-oct-2016 product investigation: reporter returned one toothbrush handle and toothbrush head on 12-sep-2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Chipped tooth / cracked tooth / chipped tooth - upper right / damaged tooth - tooth is chipped [tooth fracture], brush head came off and the spike chipped tooth [injury associated with device], brush head has come off in mouth / head came away, metal prong in mouth [device breakage], caused tooth to have a hole in the side [tooth disorder]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he had an oral-b rechargeable toothbrush, version unknown, and the oral-b brushhead, version unknown came off in his mouth. He stated that he had a chipped tooth beginning on (B)(6) 2016. The consumer reported that this was not the first time he had used this toothbrush, and he used it daily; however, use was discontinued on (B)(6) 2016. The case outcome was not recovered/not resolved. Other relevant history: medical history - blind. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he was using his oral-b power rechargeable toothbrush handle pro crossaction 600, the brush head came off, and the spike chipped his tooth. He explained that the brush heads were new, but something had happened to the spike itself. He stated that the brush heads would not fit on the spike now, and he was left without a toothbrush. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he had used oral-b for 10 years and never had a problem. He stated that because he was blind he was unable to see what kind of toothbrush this was, but his friend could see it said it had 4729 on the bottom. He reported that this was a new brush head that had been on for a week, and it had cracked his tooth. He asserted that he would need dental treatment. The case outcome remained not recovered/not resolved. No further information was provided. On 05-sep-2016 received consumer's follow-up phone call: the consumer reported that he had not yet been to the dentist. He clarified that it was not the brush head, but the spike on the actual toothbrush that could have ripped his mouth off. He assumed that it had snapped or something while it was in his mouth. The case outcome remained not recovered/not resolved. No further information was provided. On 22-sep-2016 received consumer's medical questionnaire: the (B)(6) consumer reported that the brush head came away, leaving a metal prong in his mouth. He stated that it chipped a tooth on the upper right side of his mouth. The consumer started using the product in (B)(6) 2016 and discontinued use at the end of (B)(6) 2016, using the product 448 times before the problem occurred. He asserted that it took 8 months since the first use of the product for his symptoms to occur. He reported that his symptoms were still present. He had not tried to reuse the product. He stated that he had previously used an oral-b brush for years, and did not experience any problems then. He had not consulted his doctor, a pharmacist, or any other healthcare professional. The case outcome remained not recovered/not resolved. Other relevant history: allergies - none. Concomitant medications - none. No further information was provided. On 18-oct-2016 received consumer's follow-up phone call: the consumer reported that he had the issue with the brush head coming off in his mouth, and it had caused his tooth to have a hole in the side. He noted that he had not been to the dentist as he was blind and was unable to get around easily and unable to go out as he had been "bad with my leg". The case outcome remained not recovered/not resolved. No further information was provided. On 26-oct-2016 product investigation: reporter returned one toothbrush handle and toothbrush head on 12-sep-2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue. On 28-oct-2016 follow-up phone call with consumer: the consumer reported the toothbrush had never been dropped, and it had always been on the unit, so he did not understand how it damaged his tooth. His tooth was still chipped; he had not had the time to see a dentist because he had a mole on his leg that needed to be examined. The case outcome remained not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Reporter returned one toothbrush handle and toothbrush head on (B)(4) 2016. Product investigation is in progress.

Event description:
Chipped tooth / cracked tooth / chipped tooth - upper right [tooth fracture]. Brush head came off and the spike chipped tooth [injury associated with device]. Brush head has come off in mouth / head came away, metal prong in mouth [device breakage]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he had an oral-b rechargeable toothbrush, version unknown, and the oral-b brushhead, version unknown came off in his mouth. He stated that he had a chipped tooth beginning on (B)(6) 2016. The consumer reported that this was not the first time he had used this toothbrush, and he used it daily; however, use was discontinued on (B)(6) 2016. The case outcome was not recovered/not resolved. Other relevant history: medical history - blind. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he was using his oral-b power rechargeable toothbrush handle pro crossaction 600, the brush head came off, and the spike chipped his tooth. He explained that the brush heads were new, but something had happened to the spike itself. He stated that the brush heads would not fit on the spike now, and he was left without a toothbrush. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he had used oral-b for 10 years and never had a problem. He stated that because he was blind he was unable to see what kind of toothbrush this was, but his friend could see it said it had 4729 on the bottom. He reported that this was a new brush head that had been on for a week, and it had cracked his tooth. He asserted that he would need dental treatment. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he had not yet been to the dentist. He clarified that it was not the brush head, but the spike on the actual toothbrush that could have ripped his mouth off. He assumed that it had snapped or something while it was in his mouth. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2016 received consumer's medical questionnaire: the (B)(6) consumer reported that the brush head came away, leaving a metal prong in his mouth. He stated that it chipped a tooth on the upper right side of his mouth. The consumer started using the product in (B)(6) 2016 and discontinued use at the end of (B)(6) 2016, using the product 448 times before the problem occurred. He asserted that it took 8 months since the first use of the product for his symptoms to occur. He reported that his symptoms were still present. He had not tried to reuse the product. He stated that he had previously used an oral-b brush for years, and did not experience any problems then. He had not consulted his doctor, a pharmacist, or any other healthcare professional. The case outcome remained not recovered/not resolved. Other relevant history: allergies - none. Concomitant medications - none. No further information was provided.